Event description:
Report rec'd from the (B)(6) food and drug administration that stated the following: "presence of hair strand (about 2 cm long)." Upon further query the following info was provided that the indicated a particulate. At approx 1030, the male adapter of the soluset was connected to the pt's unspecified IV access site and was being used to deliver 150ml of plain normal saline solution (pnss), via gravity. After the delivery was complete, the tubing set was used to deliver zoledronic acid 4mg in 90ml of pnss for a duration of fifteen mins. No specific details were provided. After the delivery was complete, the soluset was used to deliver a second unspecified volume of pnss, at an unspecified rate. It was reported that particulate was noted inside the soluset. The particulate was described as a hair strand that was 2cm in length. It was reported that the delivery was stopped. There was no reported delay of therapy critical to this pt. Though requested, no add'l info was provided including if there were any adverse pt effects, if any medical interventions were required, and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 17074 and 17078. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the info known by the rptr upon query by hospira personnel.